Manufacturer narrative:
The other adverse events issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location has been ruled out as a potential cause. According to the implanting clinician, the patient had a bacterial germ in their leg. Additionally, it seemed like the patient did not care for and touched their wound and, they did not rest post implant. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to patient non-compliance as they touched and did not care for their wound (user error - patient). CAPA-2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.

Event description:
The patient reported a bacterial infection in their leg. Antibiotics were prescribed and an explant procedure was performed on (B)(6), 2023. No further issues have been reported and the physician plans to implant a new lead after the wound has healed.